Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #iyzc87493. Additional information received: did any part of the jaw completely detach from the device? No. If yes, did the broken piece fall into to the patient? No. If yes, was the piece removed? Is the broken piece returning with the device or was it disposed of? Will be returned with device. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a robot liver rx, partial hepatectomy procedure, the materials contact did not have much information but said that the proximal jaws of the device came loose. Another like device was used to complete the procedure. There were no adverse consequences for the patient.